Event description:
Medtronic received information regarding a navigation system used outside of a procedure. It was reported that after replacing the battery in another case, the system did not fully boot up. There was indication of power (the local representative (cc) could hear the computer running, but power button did not illuminate.) It was unknown if it was happening prior to battery replacement, as the system was off and did not turn on. At a later time, the cc called and indicated that replacing the battery may have caused the site's uninterrupted power supply (ups) to fail. Technical services (ts) asked if he had tried to turn the system on before replacing the battery, but he said no. He stated that it worked to check self-test for the other case on 2024-jun-20. Ts asked when the system was last used, and the cc said that the customer had not used the system since the reported issue where the system shut down after being unplugged from wall power (documented in other case). V1 and ac power were illuminated when the system was connected to the power source. The battery light was flashing green. The power button did not illuminate or turn on the system when pressed. There was no patient present when the issue occurred.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735787, serial/lot #: -, ubd: unknown, UDI#: unknown h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. A110201: applicable to the system not fully booting a0708: applicable to the ups failing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: the system was serviced in the field, and the ups was replaced and system would power on once again. Codes b01, c02, d02 are applicable to this analysis. D9, h2, h3: the return of 9735787 provided the lot number 18190465. The hardware was returned and analysis was performed. The ups was tested with known good test equipment and would not fully power on when ac power was applied. Display had no change when power button was pressed. Codes b01, c02, d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.